Event description:
It was reported that bradycardia had occurred during this patient¿s initial implant procedure. During the procedure, the generator and lead were implanted in the patient's body and then a diagnostic test was conducted before closing. However, since bradycardia occurred during the diagnostic testing, the generator and lead were removed and the wound was closed. The physician consulted with pediatrics and judged that it is difficult for this patient to receive continuous vns therapy. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. No further relevant information has been received to date.

Event description:
It was reported that the device was discarded after surgery at the hospital. It was stated that system diagnostics were performed at the time of the event, and were shown to be ok. It was stated that the patient's preoperative examination was ok, and therefore the patient was ok to proceed with the operation. No further relevant information has been received to date.